Manufacturer narrative:
It was reported that "that the pendant stopped working last night entirely. Nothing is raising or lowering at all. Customer states that the foot section is stuck in the up position. The customer did state all other functions of the bed are working fine. The customer does not hear any clicking or noise when they press the down button. Sounds like the issue might be with the motor." "There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the foot section of the bed is stuck in an upright position and will not lower down."